Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient started on dialysis, in therapy mode, microbubbles noticed in arterial line, starting closer to the patient going up 3/4 of the arterial line to the filter. All connection checked none were loose. Attached patient utilizing the 1/4 turn as recommended by manufacturer. Therapy continued. Towards end of treatment (4.5 hour total run), microbubbles found to have accumulated in venous chamber accounting for 1/4 of the venous chamber to be filled with air. No microbubbles seen in venous tubing. Patient has a catheter.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.